Event description:
It was reported that the blue port where the monitor cable is attached was cracked and not able to hold the cable. This was discovered by the perfusionist when they attempted to connect the monitor data cable to the controller, while the patient was in the clinic. The facility performed a controller exchange and provided the patient with a replacement device. The controller has been received by the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller ((B)(4)) was exchanged and returned to heartware for visual and functional examination. Visual examination found that the serial data port on the returned controller was damaged. The kind of damage observed is consistent with damage caused by user while attempting to connect a data cable to the controller without properly aligning the mating parts and applying excessive force. The most likely root cause of the reported event is user error. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. The company is seeking this information through the event investigation. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.